Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that post procedure where a magnet was used, the hospital performed a remote interrogation to ensure therapy had been programmed back on for this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) reviewed the data and determined therapy was on in the device. However, ts noted high out of range shock impedance measurements for the right ventricular (rv) lead and ICD from the previous day. Further review of the data found intermittent high out of range shock impedance measurements going back over the last five months. Ts suggested further evaluation of the system. The physician reviewed and suggested reprogramming the device to rv coil to can. When the field representative went to reprogram the patient, she had already been discharged. The staff attempted to contact the patient and schedule a follow up with no success at this time. It was noted that the patient has many different health issues. The rv lead and ICD remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements. The patient was brought in for defibrillation threshold (dft) testing. When the 41 joule shock was delivered a code displayed indicating there was an open circuit. This results from a high shocking lead impedance of greater than 145 ohms. The field representative noted the painless shock impedance was 140 ohms. Boston scientific technical services (ts) discussed that with this high of shock impedance measurements there was no guarantee of therapy. The field representative noted that the patient was given a life vest and they have not been notified of any further actions. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported.